Manufacturer narrative:
Tw # (B)(4). Updated sections: a2, a3a, a4, b4, b5, g3, g6, h2, h11.

Event description:
It was reported before ligation and before the cutting tool and cannula were ever inserted into the patient - while setting the hemopro (vh-4000) up, the harvester loaded the cutting tool into the cannula and tips were closed. She then plugged the device in with the power extension cable, and the cutting jaws immediately started to smoke. Then, within a couple of seconds, the jaws actually caught on fire and slowly opened. They unplugged the hemopro from the power extension cable and doused the jaws with normal saline to extinguish the flame. No patient harm or involvement since it was never used on the patient. The case was finished, without further incident, by opening a new device. The case was completed without issue using the same power supply (sn# (B)(6)) and the same cord that was originally use. No procedural delay beyond opening a new device.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/24/2025. An investigation was conducted on 02/19/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the both the cold and hot jaws was observed to whitish and charred in appearance. The silicone insulation on the hot jaw was observed to be peeled back from the center of the hot jaw to the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact with no peeling observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(6) at level 3.0. The device self activated when power was activated to the device and the device would not turn off unless the power was manually turned off to the device. There was no fire observed during the testing. No further testing was conducted due to the self activation. Based on the returned condition of the device as well as the evaluation results, the reported failure "self- activation" was confirmed and the reported failure "fire" was not confirmed. The analyzed failures "material twisted/ bent wire", "peeled; delaminated; jaw" and "thermal decomposition" was observed. A manufacturing engineering evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh- 3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The vh-4000 hemopro2 tool immediately self-activated. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the self-activation. After opening the handle, it was observed that the switch lever was in the closed position. The toggle was removed from the handle to expose the switch inside the handle. The switch was observed to be positioned incorrectly. The switch was not placed in the left handle posts. Based on the manufacturing engineer evaluation, the reported failure "self activation/fire" was confirmed. The lot # 3000443851 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures or the analyzed failures.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported before ligation and before the cutting tool and cannula were ever inserted into the patient - while setting the hemopro (vh-4000) up, the harvester loaded the cutting tool into the cannula. She then plugged the device in with the power extension cable, and the cutting jaws immediately started to smoke. Then, within a couple of seconds, the jaws actually caught on fire. They unplugged the hemopro from the power extension cable and doused the jaws with water to extinguish the flame. No patient harm or involvement since it was never used on the patient. The case was finished, without further incident, by opening a new device. The case was completed without issue using the same power supply (sn# (B)(6) and the same cord that was originally use.